Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received indicating that a cadd administration set, under infused the drug ceftriaxone. It was reported the patient flushes easily with brisk blood return. Per reporter volume was 280, stop volume 14.8, measured volume 34 and the calculated under infusion was 7.2 percent. No adverse patient effects were reported. No additional information is available at this time.